Event description:
Less than 13 hours of iab therapy, alarm sounded and blood was noted in the helium drive line. The pump was placed in standby mode, and the physician was notified. The iab was removed and not replaced. No pt injury or complications occurred.